Manufacturer narrative:
Evaluation summary: the lens was returned in a glass specimen bottle filled with a clear liquid. The lens was evaluated. The specific model cannot be determined. The optic is cut into two pieces, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A nurse reported a patient who complained of "glistening's" and "declining vision." The lens was exchanged for another lens during a secondary procedure. Patient is doing well. There are two medical device reports associated with this patient. This report is for the right eye. Additional information has been requested.